Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s cgm displayed low, and urgent low so she ingested peanut butter, candy, and orange juice; however, the cgm continued to display low and urgent low. While on the phone with tech support, the patient performed a finger stick bg which was high. The patient did not state if the high value on her glucometer indicates a value above 400 mg/dl or 600 mg/dl. The patient started to drink water. The event occurred the day the sensor had been inserted into the abdomen. Per medical review, this report would not constitute a serious adverse event as there was no serious injury or medical intervention. Although the patient reported an elevated bg, the patient was able to self-treat. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.